Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor within 10 minutes. Results of 385 mg/dl, 241 mg/dl, and 117 mg/dl were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been returned and an investigation is in process. A follow-up report will be submitted when the investigation is complete.